Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use also performed dimensional analysis on both holes on the rotational drill guide and the max pin gage allowed on one of the holes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Per the instrument/provisional use and care package insert instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured while disengaging from the mating device. No known adverse event was reported. Attempt for further information has been made, but no further information has been provided.